Manufacturer narrative:
On 15-jan-2024, the following additional information was obtained: when the surgeon was suturing, the needle was rotating and not staying in place. The suture cut was not holding properly; hence the needle was moving. The instrument did not move with unintuitive movements, the instrument was moving with intuitive movements. The instrument did not move freely and with uncontrolled movements, the tip of the suture cut was not holding the needle when suturing. The problem was persistent. The surgeon did not solve the problem and had to use another suture-cut needle driver. The procedure was completed with another spare suture-cut needle driver. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have exhibited imprecise motion. The grip tips were not fully closing. An additional observation not reported by site that is related to the primary failure is that the instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from closing. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the large suturecut needle driver was not gripping properly, and the tip was rotating. The procedure was completed with no reported injury.